Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the tech noted, the motor and drive shaft were severely corroded. The motor assembly most likely had high amperage due to the excessive corrosion on the driveshaft.

Event description:
It was reported by the customer that during a wisdom tooth removal, the handpiece began to overheat within the first 5 minutes of the procedure. The handpiece was immediately turned off, but the pt received a minor burn on their lip. It was reported that vaseline was applied to the burn but there was no prescription written for additional treatment; there is no scarring expected.